Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 600 mg/dl. Elevated blood glucose was addressed with a correction bolus via manual dose injection. The customer changed supplies, however reverted to manual dose injection for insulin therapy. A replacement pump was sent to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.